Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to distal stent rows 1-2. The rows were damaged and deformed and the stent struts were lifted and pulled in a distal direction over the distal markerband. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed slight signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The long target lesion was located in the severely tortuous left anterior descending (lad) artery. After a 2.5 mm synergy¿ drug-eluting stent was implanted in the distal lad, a 3.00 x 24 synergy¿ drug-eluting stent was advanced to the proximal lad but failed to cross the lesion. The device was removed from the patient's body and the mounted stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The long target lesion was located in the severely tortuous left anterior descending (lad) artery. After a 2.5 mm synergy¿ drug-eluting stent was implanted in the distal lad, a 3.00 x 24 synergy¿ drug-eluting stent was advanced to the proximal lad but failed to cross the lesion. The device was removed from the patient's body and the mounted stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.